Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 10 events were reported for this quarter. Product return status 9 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 3 events were confirmed during testing 3 devices were found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 5 device evaluations are in progress. Product disposition 3 devices were repaired and returned to the account. 1 device was not repaired and returned to the user facility additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact. 2 events had patient involvement; the patient received a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 10 total events were initially reported. 10 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device was not available for evaluation.   Evaluation status 9 reported events were not confirmed during testing; however: - 6 devices were found to be affected by internal corrosion. - 1 device was found to be affected by a worn motor. - 1 device was found to be affected by a worn rotor bearing. - 1 device was not found to be affected by a failure.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact. 2 events had patient involvement; the patient received a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corrosion. 3 device evaluations are in progress.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact. 2 events had patient involvement; the patient received a first-degree burn.